Event description:
It was reported that a foot control device was discovered on a shelf with a "missing filter and cover". A spare filter and cover were available and there were no delays to the planned surgical procedure. No patient harm, adverse outcome or injury was alleged. All available information have been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the filter cover was missing from the device. The reported condition was confimed. Evidence suggested this was due to mishandling at the customer site. (B)(4).